Event description:
It was reported by bd personnel that the temperature value on the data screen of sensica device was displaying erroneous values when the temperature module was not connected.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was working properly. The system was powered on and operated as normal. A photo sample was returned for evaluation. The device met specification and it is unknown if whether the device was influenced by the reported failure. The device was not being used for treatment at the time of the reported event. The DHR review not required as the reported issue was unconfirmed. The labeling review is not required as the reported issue was unconfirmed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported by bd personnel that the temperature value on the data screen of sensica device was displaying erroneous values when the temperature module was not connected.